Event description:
The doctor called regarding a patient who may have an infected incision for the stimulation lead implant. He cultured the site on (B)(6) 2018 and is awaiting pathology report. In the meantime he has begun a course of antibiotics and upon confirmation of pathology will determine if explant is necessary.

Event description:
Physician initially reported that patient may have an infected incision at the neck site. However subsequent patient follow up indicated that there was no infection, rather it was determined to be a superficial issue caused by a suture and the patient is doing well. Based on the above information, the root cause was concluded as surgery healing related.